Event description:
It was reported that a spectrum pump was constantly alarming for "air-in-line". It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was rec'd and evaluated by baxter. The pump was found to be inoperable due to constant "reload set" alarms. Review of the history log also shows multiple events of these alarms. The ultrasonic sensor was not within specification, which caused constant "reload set" alarms, as well as making the device more sensitive to "air-in-line" alarms. This confirms the reported symptom of "constant air-in-line alarms". The pump deficiency was due to a failed upstream sensor. The upstream sensor was replaced.